Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the universal surgical manipulator (usm) 4 was not registering instruments. An isi technical support engineer (tse) reviewed system logs and noticed historical pattern of recognition issues. There was no patient injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced usm4 for engagement issues (discs not spinning on the carriage). The system was tested and verified ready for use. Isi has received the usm 4 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not confirm nor replicate the customer reported complaint. The usm 4 was tested on an in-house system in normal mode and triggered no errors. Remote fe logged error 25745 for port clutch button unstable after further investigation no fluid intrusion was observed. The p2 values are pointing to the ac_map_switch_botton of spar. History showed no error code 22020 for engagement issues. During inspection, no fluid intrusion was found on spar insertion nor carriage. The carriage cover was removed for further investigation of fluid intrusion, but no evidence was present. The usm 4 went through testing on a patient side cart (psc) fixture test platform pftp, and it passed all required tests. As a precaution, the top plate, all presence pins, and presence screws will be replaced to address the customer reported problem. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed historical pattern of recognition issues related to the reported complaint. An event verification confirmed the rectopexy procedure was performed on the reported event date (B)(6) 2022 on system sk1666. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the usm 4 was not registering instruments during procedure. The fse replaced the usm 4 to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.